Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found the heating element required replacement. The technician replaced the heating element; the unit was tested, confirmed operational and returned to service.

Event description:
The user facility reported a water and stem leak from a 20'' century sterilizer. Approximately 3 gallons of water leaked. No injuries were reported. No procedural delays or cancellations occurred.